Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation (afib), the orange collar of the carto vizigo¿ 8.5f bi-directional guiding sheath - small hub was cracked and was unable to be used. The dilator could not be snapped into place. The sheath was replaced, and the issue resolved. It was confirmed that the sheath brim cap and hemostatic valve were detached from the hub no additional damages were observed. It was also reported that the temperature reading from the thermocool® smart touch® sf bi-directional navigation catheter was intermittent; the physician read a normal temperature as it should, and then would not read anything at all. The cable was replaced, but the issue remained. The catheter was exchanged, and the issue was resolved. No patient consequences were reported. Device evaluation details: according to pictures provided by customer, hemostatic valve was observed detached from the hub. Visual inspection was performed and was found the brim cap broken, the hemostatic valve and silicone ring detached from the hub. No other damages were observed on the device. Adhesive was normally applied to bond the clear hub and the brim cap. The device history record was performed for the finished device and identified a nr that is not related to the reported incident. Therefore all acceptance records demonstrate that the device was manufactured in accordance with specifications. The customer complaint was confirmed. The root cause of the bleeding could be related with the damage on the hemostatic valve and brim cap detached. The hemostatic valve damage, brim cap broken and detached could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation (afib), the orange collar of the carto vizigo¿ 8.5f bi-directional guiding sheath - small hub was cracked and was unable to be used. The dilator could not be snapped into place. The sheath was replaced, and the issue resolved. It was confirmed that the sheath brim cap and hemostatic valve were detached from the hub no additional damages were observed. It was also reported that the temperature reading from the thermocool® smart touch® sf bi-directional navigation catheter was intermittent; the physician read a normal temperature as it should, and then would not read anything at all. The cable was replaced, but the issue remained. The catheter was exchanged, and the issue was resolved. No patient consequences were reported. The temperature reading issue is not MDR-reportable. The brim cap detachment and hemostatic valve separation are MDR-reportable issues.